Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. The customer's nurse was assisted with troubleshooting and reported that they had issue on the button that stuck. The insulin pump will not be returned for analysis.